Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) during dwell 3 of 4 on the home choice (hc). The home patient (hp) stated the alarm occurred during dwell and the hp disconnected and turned off the machine to do a manual exchange. The technical service representative (tsr) instructed the hp to turn the machine on to press go to start and instructed the hp to remove the cassette to discard the supplies. The tsr explained the alarm. Product surveillance contacted the peritoneal dialysis nurse (pdrn) on (B)(4) 2011 regarding the system error 2240 alarm. Per the pd rn, the home patient (hp) was in the clinic the day before ((B)(6) 2011) and did not mention the alarm. The hp was doing fine with therapy on the cycler. Per contact with the home patient (hp), he resumed therapy using new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause was not determined. No use error was suspected therefore no label review was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-(B)(4).